Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and gel bleed.

Event description:
Patient reported left side "fever", "pain", "capsular contracture grade unknown", "prosthesis were crumpled and the liquid appeared to have spread (hypertone, MRI completed) but was diagnosed as not ruptured". The device has been explanted.